Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that externalized conductors between svc and rv coil were seen via x-ray. Lead remains implanted. Per review of x-ray/fluoro by sjm, the conductors do not appear to be externalized.